Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the magnet was removed on (B)(6), 2010, during the same surgery a new magnet was inserted. This report is filed (B)(6), 2011. Implanted device remains.

Event description:
Per the clinic, the patient sustained a blow to the head resulting in a dislodged magnet. The device is still providing benefit and revision surgery is planned to replace the magnet, but has not occurred as of the date of this report.